Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a damaged screen on the insulin pump. Customer stated that it is difficult to read the screen and the pump was not dropped or bumped. Customer's blood glucose was 10.2 mmol/l.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. Visual inspection shows that damage to the lcd window was severe, and therefore difficult to read as reported by the user.